Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm. The blood glucose at the time of the incident was unknown. The customer blood glucose level was 155 mg/dl at the time of the call. Troubleshooting was performed and the failed battery test alarm was not able to be resolved. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.